Event description:
Fracture of implant shoulder. No additional information provided from the dentist after 3 attempts to gather information.

Manufacturer narrative:
Camlog screw line implant fractured. Fracture of implant shoulder. No additional information provided from the dentist after 3 attempts to gather information. No product returned. Production history verified and no observations. No problem detected.